Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a change in thresholds post implant due to a patient condition that resulted in loss of capture. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. An attempt to reposition this lead was made; however, the helix was unable to be extended therefore, another lead was successfully placed. No additional adverse patient effects were reported.